Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system delivered multiple inappropriate shocks due to 1:1, and only two ventricular episodes were available for review. A previous ventricular episode with six bursts of anti-tachycardia pacing (atp) and the non-sustained ventricular tachycardia (nsvt) events had no electrograms (egms) available for review, as they had been overwritten. The patient received a total of 24 bursts of atp and 17 shocks across four episodes. The rate had accelerated and therapy was exhausted twice. No out of range lead measurements were noted. It was noted that the patient had a history of ventricular tachycardia (vt) that closely resembled his normal sinus rhythm. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.